Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she did not feel good and her device has not been helping much with her symptoms. She reported that last thursday she was having a good day and then it started getting worse. She responded with a 0-10 scale, 0-not being able to pee, 10- can empty bladder completely. Thursday was 8; friday was a little less than 8; saturday was 5, experienced abdominal pain; sunday, was still experiencing abdominal pain and the day of the call was 0, still had abdominal pain. The patient also reported that she had turned her implant off for laser hair removal and then turned it back on. She asked if it could have been due to the few hours she had her implant off that could have affected the device. It was further stated that the day before, she had increased stimulation from 0.7v to 0.8v and felt comfortable with the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.